Event description:
The customer reported that his olympus camera head was not providing an image. The initial reporter could not confirm if this was discovered during preparation or during the actual procedure. However, he did note that another camera was used to complete the intended case. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The camera was not providing an image due to an extremely kinked cable connector. Other cosmetic wear and tear was also noted during the evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power source cable was damaged due to twisting of the cable and the indicated phenomenon occurred. Olympus will continue to monitor field performance for this device.